Event description:
In (B)(6) 2011, sale rep reported one case of broken pedicle screw detected during revision, following two year spontaneous deep infection. Screw failure was not detected before re-operation.

Manufacturer narrative:
Investigation: device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. The surgeon reported the pt was practicing sport at high school level and may not have followed the surgeon's post op recommendations. Conclusion: screw breakage in pedicle may be the consequence of excessive loads applied to the construct.